Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and there was three blue lines going across screen. Customer did not receive a low battery alert prior to the replace battery alert. The customer stated the battery was not previously used and the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert without a low battery warning. Customer stated that the crack around battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.